Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was totally occluded, which likely contributed to the reported failure to advance. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent caught on the tip of the guiding catheter, damaging the struts, and contributing to the difficulty removing the sds through the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case the reported failure to advance, stent damage, and difficulty removing the sds appear to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the distal right coronary artery. Pre-dilatation was performed, and the 2.5 x 12 xience stent delivery system (sds) was advanced; however, the device did not cross the lesion. During removal, resistance was met with the guiding catheter. After removal, it was observed that the proximal stent struts were flared. The lesion was successfully treated with a non-abbott stent and there were no adverse patient effects reported. No additional information was provided.